Event description:
It was reported that the camera head is "very shaky and jiggles" . The issue was found during a diagnostic bariatric procedure. There was no patient impact. No harm was reported due to the event.

Manufacturer narrative:
E3: non-health care professional; e2-no. The subject device was evaluated. Device evaluation noted the customer reported issue was confirmed as loose screw nut on coupler observed. In addition, evaluation found cut on cable causing leak and worn out switch board, resulting in button pressed intermittent activation. Per instruction for use (IFU), it states, the subject device was evaluated. Device evaluation noted the customer reported issue was confirmed as loose screw nut on coupler observed. In addition, evaluation found cut on cable causing leak and worn out switch board, resulting in button pressed intermittent activation. Per instruction for use (IFU), it states, if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, warning: if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again, and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation. If the endoscopic image on the monitor should unexpectedly disappear, or focus adjustment cannot be controlled, turn the camera control unit off and then on again. If the image still cannot be restored, immediately turn the camera control unit off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor complaints for this device.